Manufacturer narrative:
MFR report date: 03/19/2015. Internal file no: (B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The customer reported that the IV set was leaking around y port at the site connection while infusing dilaudid 1 mg/1 ml on a pca pump. Normal saline was "y'd" into the dilaudid infusion. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.